Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) 38 year old white hispanic female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including thyroid issues, swollen glands, ana positive, unspecified autoimmune disorder, joint and hip pain, inflammation, red eyes, heart palpitations, calcium deposits in hands and elbows, left breast pain, heavy feeling in breasts back pain, crest syndrome, and sjogren¿s syndrome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. The patient reported that her symptoms improved post-explantation. This medwatch report is for the patient¿s right breast prosthesis.